Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv5 ruptured during patient use. The device was infusing an unknown patient with a solution of 5-fluorouracil and saline when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The root cause investigation for this failure mode is in progress. The device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.